Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The suspect device was not yet returned for evaluation so no root cause can be established as of now.

Event description:
The customer reported vent inop alarm issue on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.